Manufacturer narrative:
Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that, the bag to vent switch is stuck and did not move to the end. There was no reported patient involvement.